Event description:
It was reported that the patient presented for a follow up in clinic. The patient's implantable cardiac defibrillator (ICD) exhibited high pacing impedance, low r-wave sensing amplitudes and oversensing of noise leading to pacing inhibition. The ICD was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: h6 - updated coding to reflect non-return.